Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation. The device referenced in this report was returned to siemens for evaluation. Investigation tested the monitor and found it was within specification, although on the lower end of acceptable. A system replacement was sent to the user facility and the issue was resolved.

Manufacturer narrative:
This report is resubmitted on request by the FDA to correct follow-up #1 report.

Event description:
Previously submitted.

Manufacturer narrative:
The device referenced in this report was returned to siemens for evaluation. Investigation tested the monitor and found it was within specification, although on the lower end of acceptable. A system replacement was sent to the user facility and the issue was resolved. This report is resubmitted on request by the FDA.

Event description:
Customer claims system performance for visualizing near field lesions is inadequate, especially when needing to perform a biopsy procedure.

Manufacturer narrative:
This report is resubmitted on request by the FDA to correct initial report.

Event description:
Previously submitted.